Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubble. Customer¿s current blood glucose level was 200 mg/dl. Customer states location of air bubble was reservoir. Approximate size of air bubble was large. Customer states they are unable to remove the plunger rod. The reservoir will not be returned for analysis.